Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they were seeing a maximum settings reached (oor) message on handset after completing a case in the or on wednesday (B)(6) 2024. Caller reported all 7 programs could not go past 0.4ma. Caller stated they did an impedance check in the or (confirmed battery was in the pocket) and initially got all orange circles, but repeated impedance and got all green circles. Caller stated they did not go into each contact to check exact values. Caller reported that the pt was unable to feel stimulation. Caller was not with the pt so unable to troubleshoot. Reviewed troubleshooting options for oor. Caller could not recall if they saw the surgeon give a gentle tug on the lead to ensure it was sitting securely in the header block. Caller stated the surgeon did clean off the lead with an alcohol swab and witnessed appropriate motor response. Caller stated they plan to meet with the pt in a week.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). When patient was unable to increase stimulation or feel stimulation after making changes to pulse width and amplitude, the patient had the lead and generator replaced. During the time of replacement, the surgeon noticed there was dried blood inside the lead and assumed this was the cause of not feeling stimulation. Both lead and generator were discarded. The patient¿s doing very well with the new lead and generator. They also noted that the patient fell many times after their initial lead/generator placement.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2vddc serial# implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative. It was reported that the rep met with patient a week ago and they programmed the pulse width and rate as low as possible and it allowed patient to increase stimulation to 1.3. Patient felt stimulation and short relief of symptoms, but that changed. When rep checked impedance today, only case and 0 had good impedance at 387 ohms, all other impedances were greater than 4k ohms. Agent recommended adding a program for c and 0; patient felt stimulation at 1.5ma with pulse width and rate as low as possible. Patient to monitor and increase stimulation accordingly. Agent reviewed with rep that if patient doesn't get relief then revision is likely needed.